Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the foot switch pressure dropped even though insufflation was ongoing. The issue occurred during sedation while the device was inside the patient for a therapeutic procedure. The procedure was completed with an olympus back up device. There were no reports of patient harm.